Event description:
It was reported that the pt had a 3-level decompression procedure at c4-c7 with insertion of three interbody discs in 2008. The pt developed on-going right arm pain at an unk time after the surgery. Root blocks done helped. The pt underwent a revision surgery in 2009, to remove the disc at c5-c6 and decompress the nerve. Another disc was implanted at the site. Since the surgery, the pt is doing very well.

Manufacturer narrative:
The device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.